Event description:
The customer called to report high bgs. Troubleshooting was performed. The bgs started to rise right after they changed the set. Pt was hospitalized over the weekend and was back on the pump since hospitalization. The programming on the pump was correct. The device passed the functional testing. The high-pressure test could not be performed due to the lack of clamp. It was found that the customer has not taken any insulin since an injection in the morning and has not yet given a bolus with the new set. Advised the customer to treat their bgs as soon as possible.